Event description:
It was reported that prior to use with the bd vacutainer® blood transfer device holder with female luer adapter, there was foreign matter inside the unopened packaging of one device. There were no health consequences or impacts reported.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with the bd vacutainer® blood transfer device holder with female luer adapter, there was foreign matter inside the unopened packaging of one device. There were no health consequences or impacts reported.